Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a slightly protruded drive support disk. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer received the alarm when she was trying to change her infusion set. Customer's blood glucose level was 158 mg/dl. Customer stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.